Event description:
Materials #: 305837, batch #: 2125855. It was reported that the bd needle eclipse 25x1 rb was clogged/blocked. The following information was provided by the initial reporter: the 1st needle was discovered on 5/16/24 and the safety zone portal incident (B)(4) was created: details: ¿patient was scheduled for hepatitis a vaccination. Writer attempted to administer hepatitis a vaccine in left deltoid but plunger would not depress. Writer removed needle from patient's deltoid and activated safety feature. Writer apologized to patient and asked if patient still wanted to receive hepatitis a vaccination, patient was agreeable. New vaccine hepatitis a vaccination administered in left deltoid with success. After patient left writer further examined vaccine and needle, the 25 gauge 1 inch needle did not have a hole in it. Writer notified clinic coordinater (B)(6).¿ we didn¿t file a complaint with bd because we didn¿t have the specific needle packaging with lot number. We suspected it was from bd eclipse lot 2125855. Additional information provided: 1. How was the patient outcome? Are there any clinical signs, health consequences or impact? Pt had to be poked twice. 2. Any adverse event or serious injury reported to patient or health care professional? Second poke for patient and visit took longer. 3. Any physical sample or photo available for investigation of affected product? If yes, are you able to provide the address of the facility for us to ship the return label? No ¿ needle was not saved in either accounts nor was a photo taken.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Codes updated.

Event description:
Imdrf codes must be updated.